Event description:
It was reported that the preloaded intraocular lens (iol) had advanced into the eye, it appeared the trailing haptic was stuck to the plunger rod. The plunger rod was completely extended, but the haptic was still stuck, requiring a second instrument to separate. There was patient contact. Product is being returned. Additional information revealed that it appears that the iol was loaded into the injector with the haptic trapped between the wall of the injector and the plunger. The iol moved freely when it was initially advanced. No further information is available.

Manufacturer narrative:
Section a2, a4 and a5: unknown/ asked but not available. Section b3: date of event: unknown/ asked but not available. Section d6a: if implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Section d6b: if explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Section h3: other 81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.